Event description:
It was reported that the patient presented to the clinic with wound dehiscence, pocket erosion, and drainage at the pacemaker site. The entire pacemaker system were explanted due to erosion. The patient's condition was stable.